Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an right ventricular (rv) lead extraction procedure, this right atrial (ra) lead dislodged. The ra lead then had to be explanted and replaced. No additional adverse patient effects were reported.